Event description:
Procedure type: laparoscopy. According to the reporter: the specimen was contained in the retrieval bag. The bag closed as per routine. A section of plastic bag detached from the bag. The section of the bag was retrieved from the pt. No injury to the pt occurred. Operative time was not extended.

Manufacturer narrative:
(B)(4).